Event description:
The customer reported via phone call that the insulin pump would not deliver boluses, would not link to the meter, and would not register the findings. The insulin pump was not delivering the correct amount of insulin. Customer's blood glucose level was 74 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with slightly loose drive support disk. Unit connected with one touch ultra-link meter. Unit received with minor scratches on lcd window, missing end cap sticker, cracked battery tube threads, and corroded battery tube.